Manufacturer narrative:
Per biomed the v60 blower has resolved the problem.

Manufacturer narrative:
Report date: 20sep2021.

Event description:
The biomed is reporting that the v60 is displaying diagnostic code blower temperature high. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and confirmed diagnostic code (B)(4) (cbit) blower temperature high. Biomed has confirmed the air inlet filter is clean and the cooling fan is running. Product support recommended ordering and replacing the v60 blower assembly. Part ID for blower assembly was provided. V60 service manual, version l was emailed to the customer. Further information is pending.